Event description:
Risk management was notified that a prescription was entered on the wrong patient in epic. This patient lives out of the state and has never been seen at our hospital or op (outpatient) physician offices in the past. The patient has been seen at another facility in our system.